Event description:
It was reported that this pacemaker had stored sudden brady response (sbr) episodes. The health care professional (hcp) questioned if these sbr episodes were appropriate. Technical services (ts) reviewed device data and found there was atrial undersensing in the post-ventricular atrial refractory period (pvarp), likely leading to increased sbr episodes. Ts recommended testing for retrograde conductivity and reprogramming options. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker had stored sudden brady response (sbr) episodes. The health care professional (hcp) questioned if these sbr episodes were appropriate. Technical services (ts) reviewed device data and found there was atrial under sensing in the post-ventricular atrial refractory period (pvarp), likely leading to increased sbr episodes. Ts recommended testing for retrograde conductivity and reprogramming options. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. The patient hasn't been brought in for evaluation. At this time, no further information was available. This investigation will be updated should further information become available in the future. Additional information was received from the field. The patient was seen in clinic and the pacemaker was reprogrammed.

Event description:
It was reported that this pacemaker had stored sudden brady response (sbr) episodes. The health care professional (hcp) questioned if these sbr episodes were appropriate. Technical services (ts) reviewed device data and found there was atrial undersensing in the post-ventricular atrial refractory period (pvarp), likely leading to increased sbr episodes. Ts recommended testing for retrograde conductivity and reprogramming options. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. The patient hasn't been brought in for evaluation. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
Additional information added to b5.